Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. Device was received stuck in motor error loop during bolus and basal delivery. No unexpected reset to factory default noted. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The device had a scratched display window, scratched case and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 121 mg/dl. Troubleshooting was performed. The device was returned for analysis.